Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer stated insulin was seen during the fill tubing but had stopped during troubleshooting with tandem technical support. Reportedly, the customer observed a crack on the back of their pump. The customer's blood glucose level was 500 mg/dl and was not sure of the cause. The customer administered a manual injection to lower their blood glucose.